Event description:
The patient was admitted with a cortrak feeding tube on (B)(6) 2015. The original placement was on (B)(6) 2015 at a previous facility. The placement was confirmed by x-ray with no difficulties noted. The patient pulled out the feeding tube and it was replaced. When x-ray confirmation was done 2 feeding tubes extending down the esophagus were seen. The piece of the feeding tube was removed by gi by egd procedure. The patient remains on ventilator support but is on an oral diet at this time.

Manufacturer narrative:
No report of patient injury. The sample was not returned for evaluation and the lot number is unknown. Without the sample a definitive conclusion cannot be made as to what caused the tube to "separate."